Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the superficial femoral artery lesion was a chronic total occlusion, fibrotic clot. No patient complications reported.

Manufacturer narrative:
Age at time of event: "mid 70's." Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter stopped aspirating during an atherectomy procedure. A 2.4mm jetstream® xc atherectomy catheter was selected to treat the "long isr of an sfa" and it "lost aspiration about 2 minutes into the case." The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was reported as "fine."